Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that the system went into bypass mode during operation and some patient data was lost. It is not known if the procedure was repeated. At this time there is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be intermittent ethernet communication port problems. During troubleshooting the service engineer found that each restart of the system resulted in the system booting to bypass mode showing the message imaging acquisition system "ias not ready". The axcs network adapter was displaying "!", indicating that the communication to the ias was lost. The service engineer replaced the ias pc which restored full system functionality. The log files showed that the system was powered up from the previous day and no ias specific log files for the day of event were present. It can be seen from the log files that the system went into bypass mode. When the imaging system is not available, the system enters bypass fluoro where only continuous fluoroscopy with compromised image quality is available and the acquired scenes cannot be saved and reviewed. The ias log files from the previous day show that the ias failed at one point causing the system to go into bypass mode, but the system recovered without any further incident. The application log files for the day showed that the system performed successful fluoroscopic imaging and acquisitions with image transfers to the network archive until 12:55. With the next fluoro footswitch action at the bedside, "no xray possible" was displayed to the user. Further investigation of log files confirmed intermittent ethernet communication port problems. This can explain the absence of communicated/storage of specific log files and the system not being able to recognize the presence of the ias pc which then causes the system to enter bypass mode. Technical experts could not recover the missing series data of the affected patient. Where all application log files indicate successful patient data storage, in the absence of ias specific log files, it cannot be determined if the ias received and processed all images with regard to footswitches identified in the application log files. The service engineer replaced the ias pc which restored full system functionality. No further corrective action in the field is planned at this time.